Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair, after deploy of fast fix 360's t1 the t2 deployed prematurely. T1 was removed from the patient and t2 was deployed through the meniscus. All ts were removed. The procedure was completed with a smith and nephew back up device. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device has been bent horizontally. The device was returned without t1 and t2 anchors or suture. The deployment needle is in the t1 pre-deployment position indicating the device has been actuated twice. A functional evaluation revealed the device could function without hesitation. The deployment of anchors could not be tested as they are no longer attached to the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force promoting premature activation of the device.